Event description:
The customer reported that the device fails to recognize the battery in the b battery well. There was of report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to recognize the battery in the b battery well. There was no report of pt involvement. A philips field service engineer could not reproduce the report symptom. There was no trouble found with the unit. Based on the customer's report we wil consider this failure. We cannot determine the cause as the failure could not be recreated.